Event description:
Additional information received reported that the patient had pain 24 hours a day. The pain started occasionally a month to six months ago but had gotten worse and was now continuously. It was noted that the health care professional would see the patient in (B)(6).

Manufacturer narrative:
Product ID 3889-28, lot# v015868, implanted: 2008 (B)(6); product type lead product ID 3031a, serial# (B)(4), implanted: 2002 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient fell on the opposite side of the implant in (B)(6) 2014. Their sacral nerve went into paralyzation, was painful, and felt like a broken hip. In the hospital, a neurologist injected pain medicine into the site and it was better after that. In (B)(6) 2015, the patient¿s implantable neurostimulator (ins) area had been hurting, felt like it was on fire and hot, and had soreness. If the patient sat back on a chair and their butt cheek was in a certain position it was painful, so they adjusted and it went away. In (B)(6) 2015, the patient¿s lead wire was making a lump in their skin that could be pressed down, but reformed. The patient had a gradual change in symptoms as it did not happen right after the fall, but they just happened to start noticing the pain, soreness, and lead issue. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.